Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was reading 67 mg/dl when the blood glucose reading was 146 mg/dl. Customer stated that the insulin pump was on threshold suspend with a circle on the screen. No further information reported.